Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates a customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event. Section b5, executive summary of the initial medwatch report should indicate a customer contacted stryker to report that their device had powered off unexpectedly and had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event. Section f10/h6 device code of the initial medwatch report indicates failure to deliver shock/stimulation. Section f10/h6 device code of the initial medwatch report should indicate failure to deliver shock/stimulation, unexpected shutdown. Section h11 additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed, the reported issue was verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h11 additional mfg narrative of the initial medwatch report should indicate a stryker field service representative evaluated the customer's device and was unable to duplicate the event code issue. The electronic record was downloaded and reviewed, the reported issue was verified. Review of the event log indicated that the user was attempting to perform a user test immediately after powering the device on. This is a known issue addressed in the lp15 technical bulletin pc000778 rev at section 5.7. After clearing the event code, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Additionally, the fsr evaluated the device and was unable to duplicate the unexpected shutdown issue. A customer quality engineer reviewed the event log and was unable to verify the reported reported issue. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed, the reported issue was verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.